Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. It was confirmed that erratic flow rate was observed due to the flow meter. The flow meter was replaced. The arctic sun 5000 passed all performance testing, calibration, electrical safety tests and is functioning properly. Unit is ready for use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device received an alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Nurse had already turned the machine off and on three times. Mis explained that this device would need to go to biomed. As per work order update on 03jan2023, biomed received the device and did a calibration for the alarm 74 non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). But now they were getting an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degrees celsius), coming in for investigation . As per follow up information received via email on 03jan2023, biomed was still having calibration errors. No patient involvement. As per sample evaluation results received on 12apr2023, it was reported that the initial test, preformed function checks, unit alarmed 37 (water temperature high), t1(outlet monitor temperature) and t2 (outlet control temperature) out of range. It was stated that the observed erratic flow rate. It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that molded tubed shows signs of damage. It was also noted that replaced tank tubing, molded tube, power inlet module and cca ca card.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received an alarm 74 (non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). Nurse had already turned the machine off and on three times. Mis explained that this device would need to go to biomed. Per work order update on 03jan2023, biomed received the device and did a calibration for the alarm 74 non-recoverable system error, secondary outlet water temp sensor out of range - low resistance). But now they were getting an alarm 81 (water check time out - difference between water temperature and reference temperature is greater than 2 degrees celsius), coming in for investigation. Per follow up information received via email on 03jan2023, biomed was still having calibration errors. No patient involvement. Per sample evaluation results received on 12apr2023, it was reported that the initial test, preformed function checks, unit alarmed 37 (water temperature high), t1(outlet monitor temperature) and t2 (outlet control temperature) out of range. It was stated that the observed erratic flow rate. It was also stated that performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress and will be replaced preventatively. The l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively. It was noted that molded tubed shows signs of damage. It was also noted that replaced tank tubing, molded tube, power inlet module and cca ca card.